Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out procedure, the lead exhibited an insulation break. The physician decided to keep the lead in situ and no further intervention was reported.